Manufacturer narrative:
The hospital biomed checked the ventilator and spoke with some of the therapist about the event. The biomed found no trouble with the ventilator. The biomed performed a preventive maintenance and put the ventilator back in service. The biomed further stated that service was not required and that no logs would be provided. No further information was provided. The ventilator¿s logs were not received for evaluation, the accessories that were in the patient circuit at the time were not provided and the alarms that were generated by the ventilator were not specified. Therefore no investigation has been performed. The cause of the reported auto-peep increase and the ventilator's alarming has not been determined. (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient after the rt staff started a scheduled nebulization treatment, they noticed that auto-peep was increasing to 22 and the ventilator was alarming. The patient's chest was expanding, the et tub cuff was leaking and the patient's blood pressure was dropping. The physician stopped the treatment and a decision was made to switch out the ventilator and the patient circuit. Once a new ventilator and patient circuit were placed on the patient a noticeable positive difference was noticed in the patient's flow pattern. The final patient outcome was no injury. (B)(4).